Manufacturer narrative:
E2/e3 - information remains unknown, but an additional supplemental/follow-up report will be submitted upon receipt of information. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported an e315 error. The customer received an e315 on two different processors with the same scope. At the time of the call, the scope was getting reprocessed. The customer stated that they would call back to troubleshoot. The customer called back to continue the troubleshooting process. The customer was instructed to connect to another scope. The customer feedback was that the other units worked fine. The customer was then asked if they used a third-party company to repair these units. The customer communicated yes, and a third party recently repaired this unit. The customer was informed that the e315 was due to the processor's inability to identify the model or the scope's serial number. The customer was then advised to send the unit in for repair. The internal ID chip could be disconnected. The customer acknowledged and will send the unit back to the third-party company. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus, the evis exera iii video system center had unsupported scope communication error e315 on two different processors with the same scope .the issue was found during reprocessing and there was no procedural involvement. There were no reports of patient harm. Patient identifier (B)(4) captures the complaint on the second event.